Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a star close device after an interventional percutaneous transluminal angioplasty (pta) of the right iliac artery with a 6f sheath. Reportedly, the star close device broke in the patient. A surgical cut down was performed to remove the device and to achieve hemostasis. It was confirmed that the device was removed in its entirety with nothing left behind in the patient. A clinically significant delay of 30 minutes was reported as a result of the surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported broken device was observed as a displaced safety release button. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It is possible that the observed displaced safety release mechanism was identified as a break by the user and was reported as a break. The observed broken vessel locator wings would not be visible to the user based on the returned device condition therefore it is likely this is not what the user was reporting. The observed damage to the vessel locator wings were likely due to manipulation and/or interactions with the anatomy post clip deployment during removal of the device from the patient and subsequently contributed to the reported device entrapment, and subsequent need for surgical removal. A conclusive cause for the reported patient effect perforation, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect clinical code 4582 removed.

Event description:
Subsequent to the initially filed report, the following information was received. A perforation was caused by the device. A surgical cutdown was performed to remove the device, treat the perforation and achieve hemostasis. No additional information was provided.